Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in italy, during valve deployment using a 26mm sapien 3 valve via transfemoral approach, a balloon rupture occurred when the last 2cc of contrast was about to be injected. The balloon rupture was caused by the presence of calcium in the sinotubular junction. The valve was successfully deployed, and the balloon with the delivery system was withdrawn from the patient by "dividing it into two parts". The delivery system with one part of the broken balloon was removed through transfemoral access, and the tip of the delivery system with the other part of the balloon was removed through the other transfemoral access. The withdrawal was performed without any consequences to the patient. The patient was stable. The device was discarded at the hospital.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The 3mensio provided showed the presence of calcification along aorta, native annulus and aortic root. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst, and subsequent withdrawal were unable to be confirmed due to the unavailability of applicable imagery or returned device for evaluation. The available information suggests patient factors (calcification) likely contributed to the event as there was the presence of calcification in the native annulus. The events of withdrawal difficulty and detachment of device components were unable to be confirmed due to the unavailability of applicable imagery or returned device for evaluation. Available information suggests procedural factors (withdrawal of balloon burst, device manipulation) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.